Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6fr sheath, after an implant a plug at the right hypogastric artery in a crossover procedure. Reportedly, resistance was felt during advancement of the thumb advancer and the sheath of the starclose se device, did not split correctly. The safety release mechanism was activated to close the wings and remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the thumb and failure to split the sheath advancer was confirmed. The reported difficulties and subsequent treatment appears to be related interaction with the flex-guide due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.